Event description:
While testing this instrument in addition to facility's set it did not fit properly. Ordered in another the next day and it worked fine. This event did not occur during a surgical procedure.